Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer had disconnected from the pump and subsequently experienced an elevated blood glucose (bg) level of 383 (mg/dl). A pump bolus was delivered to address bg level. It was recommended that the customer contact their health care provider to discuss diabetes management.